Event description:
Patient underwent 3rd bronchial thermoplasty procedure on (B)(6) 2010 (using the manufacturer's device, the alair system). Three days later, on (B)(6) 2010, the patient presented to his primary care physician's (pcp) office for his usual xolair injection. The patient had significant problems with worsening dyspnea and congestion. The pcp referred the patient to the emergency room (ER) at beth israel deaconess medical center where a chest x-ray showed collapse of the right upper lobe (rul). The patient was admitted for hydration.